Event description:
Patient was implanted in (B)(6) 2009 with l2-s1 posterior fusion. Patient was returned to or on (B)(6) 2012 for non-union. Surgeon replaced all screws with uss dual opening screws except for the right l2 screw. The non-union had created a space around the screw preventing bone purchase for a 9mm screw. No screw was implanted at the right l2. Surgeon extended the construct up to l1 due to insufficient screw purchase at l2 and connected the rods from l1 to s1. This is 26 of 26 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.